Event description:
It was reported that the spinal cord stimulation ipg has reached the end of life. The physician has recommended that the patient undergo an ipg replacement procedure. No further action has been taken. Additional information was received that the patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5132974. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5135028. Investigation summary: with all the available information, boston scientific concludes that the patients implantable pulse generator (ipg) battery depleted earlier than expected due to an unknown event that coincided with the implant procedure. Laboratory analysis determined that there was a sudden drop in battery voltage which partially depleted the ipg battery and caused a continued high energy consumption throughout the use of the device, resulting in early ipg battery depletion. Device technical analysis: the ipg was in service for about 4 months (112 days) with an energy use index (eui) range of 65.4 - 92.9, and the expected range would be about 5 - 7 months per the direction for use. The patient's data also shows a sudden battery drop, from 2.932 volts to 2.851 volts (timestamp 38827594). The incident shortened the device's longevity significantly. Lab analysis of the device did not reveal any anomalies. Investigation conclusion: based on all available information, engineers confirmed that the early ipg battery depletion was caused by an unknown event coinciding with the ipg implant procedure. Analysis determined that there was a sudden drop in battery voltage which partially depleted the ipg battery and caused a continued high energy consumption that resulted in early ipg battery depletion. The cause of the voltage drop and high energy consumption could not be conclusively determined; however, engineers suspect that there was either actual high impedance measurements on a lead that caused a higher rate of energy use or the ipg was potentially exposed to an external source (electrocautery, external defibrillation, lithotripsy, radiation therapy, transcranial stimulation, MRI or diathermy) at implant that resulted in a software error leading to an increase in power consumption. Both potential causes are consistent with the available data but they could not be conclusively determined through laboratory analysis.

Event description:
It was reported that the spinal cord stimulation ipg has reached the end of life. The physician has recommended that the patient undergo an ipg replacement procedure. No further action has been taken. Additional information was received that the patient is doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation ipg has reached the end of life. The physician has recommended that the patient undergo an ipg replacement procedure. No further action has been taken.